Event description:
Revision completed due to infection. Poly exchange and washout completed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: 1. Both hip and knee components were listed in this complaint. Did the patient have both their knee and their hip revised? Could you please provide some more information regarding the patient's history and revision? Yes they had both knees and right hip the patient has a lot of metal work in their body. In addition to both hips, both knees were replaced she had also had a spinal cord stimulator and a spinal fusion. The surgeon suspected that this patient may have had a low grade infection that found its way into the knees and hip. 2. Please advise the dates and details (surgeon, hospital, etc.) Of the patient's primary surgery(s) (original implantation of depuy components for both hip and knee, if both were revised). Right total knee 2013 left total knee 2014 right total hip 2017 3. If the patient had depuy components revised in both their knee and their hip on the date listed in this complaint, please advise which sides were involved (left/right kip/knee). Right hip left knee right knee the current complaint (B)(4) captures the revision procedure for the patient's right knee. (B)(4) captures the revision procedure for the patient's left knee. (B)(4) captures the revision procedure for the patient's right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found wear on the condyles inner surface of the device, also some extraction damage can be seen. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.